Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not defibrillate during the check-up. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not defibrillate during the check-up. There was no reported patient involvement. The fse evaluated the device onsite and determined that the therapy pca (printed circuit assembly) and capacitor needed to be replaced. The fse replaced both parts to resolve the issue. The device passed subsequent functional testing and was returned to service. The defective dfm100 therapy pca assy, part number: 453564489061, and serial number: (B)(6) was returned to philips for failure analysis and the complaint was escalated for a technical complaint investigation. The dfm100 assy capacitance part number: 453564489001 was scrapped and therefore not available for further evaluation. Based on the analysis performed, the therapy pca passed all functional testing performed in the lab and there were no problems observed. Based on the information available and the testing conducted, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed and remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by remote service engineer (rse), philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device does not defibrillate during the check-up. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.